Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a left atrial appendage closure procedure, a few minutes following the transseptal puncture, a drop in saturation was observed and a transesophageal echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed. The transseptal position was anterior/inferior. The cause of the pericardial effusion is unknown. The patient is stable. There were no performance issues with any abbott device.